Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was received. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon was cut. Pmv performed functional testing; the trocar balloon inflated and deflated properly no leaks detected. The hole was covered, and the dissector balloon was inflated, no leaks detected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tep procedure, the device's balloon did not inflate and insufflate. They used another device to complete the case and resolve the issue. The patient is alive with no injury.